Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fluid leak and material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The weight and age of female patient were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and two electronic photo for this malfunction has been returned to the manufacturer for evaluation. The investigation is confirmed for catheter kink and inconclusive for subcutaneous leak. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fluid leak and material deformation. This information was received from one source. This malfunction involved one patient with no consequences. The weight and age of female patient were not provided.